Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision due to residual astigmatism. The lens was exchanged one week following the initial implantation for another lens with more toric power to correct astigmatism. Additional information has been requested.